Event description:
The pt was admitted to the hospital for open capsulectomy bilaterally with removal and replacement of gel filled breast implants secondary to bilateral capsular contractures (baker IV, painful and intense) and rupture of implants. These breast implants had been placed 40 years ago. The pt authorized the hospital to dispose of her surgically removed breast implants.